Event description:
It was reported that: the catheter broke and separated from the fixation wings. The issue was identified prior to use. There was no patient involvement.

Manufacturer narrative:
(B)(4). The report of an arterial catheter separation was not confirmed through complaint investigation. Visual, dimensional, and functional analysis revealed no obvious defects or anomalies. A device history record review was performed with no relevant findings to suggest a manufacturing issue. A complaint history review was performed for all finished goods containing catheter (B)(6), and it was confirmed that the issue is isolated to this specific customer. Based on the customer report and the sample received, no problem was found. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: the catheter broke and separated from the fixation wings. The issue was identified prior to use. There was no patient involvement.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: the catheter broke and separated from the fixation wings. The issue was identified prior to use. There was no patient involvement.